Event description:
It was reported the patient unable to ambulate and was admitted to the emergency room. There was no known injury related to this symptom. An MRI of the lumbar spine and hip was considered, to investigate the cause of the loss of function of the patient's legs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v867752, implanted: 2012-(B)(6), product typ lead product ID 3037, serial# (B)(4). (B)(4).